Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. The patient's husband stated the patient was a little groggy from the anesthesia before the procedure and may not have fully understood the directions provided by the sales representative. Contributing factors, actions/interventions, and resolution to the reported event were unknown. Additional information was reported. The patient stated the device was not working, the patient's husband had accidentally cut the wire while changing the bandages. The patient had a follow-up appointment scheduled for (B)(6) 2018, the issue was unresolved at the time of the report. No further complications were reported or anticipated.